Event description:
Philips received a complaint by the customer on the v60 indicating that the device has water in the respiratory tract. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device, and it was confirmed that the reported problem was not device related. The v60 device was found to be fully functional; the ventilator was running as expected, the patient's breathing mask did not fit tightly, and the device returned to normal use after the doctor readjust the position of the mask. No injuries. There was no problem no malfunction related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the v60 device. The investigation concludes that no further action is required at this time.